Event description:
The report rec'd from the study indicates that approximately three months post cypher stent implantation to a bifurcating lesion the pt underwent revascularization of the side branch (1st diagonal) for 75% restenosis. The lesion was treated with plain old balloon angioplasty. At the main branch the diameter stenosis was zero percent.

Manufacturer narrative:
This patient was randomized to the study for two-vessel disease. At index procedure, a bifurcating lesion at the mid left anterior descending to 1st diagonal was treated. At the main branch predilatation was performed using a 2.5x20mm balloon at 10 atms. A 2.75x28mm cypher stent was deployed at 15 atms. Post dilatation was not performed. Kissing balloon was performed using a 3.0x12mm balloon at 8 atms. Final percent stenosis was zero. Final timi flow was iii. At the side branch, predilatation was performed with using a 2.0x20mm balloon at 10 atms. Kissing balloon was performed using a 2.0x20mm balloon at 16 atms. Final percent stenosis was 80%. Stenting was necessary due to residual stenosis >50%. A 2.25x13mm cypher stent was deployed at the ostium of the 1st diagonal and then to completely cover the lesion a second 2.25x18mm cypher stent was deployed at 13 atms at the mid point of the 1st diagonal. Post dilatation was not performed. Kissing balloon was performed using a 2.0x20mm balloon at 16 atms. Final percentage stenosis was 20%. Timi flow post procedure was iii. Ivus was not used. This is one of two products being reported for the same event. Please reference manufacturing report#: 9616099-2008-01134. Please note: device is distributed outside the united states. However, it is similar to the united states product. Any additional info will be submitted within 30 days of receipt.